Event description:
The reporter stated that during a spinal surgery procedure, the instrument tip broke off. The surgery went on to be completed with no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.